Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple cartridge alarms (cartridge alarm 30) declared during the basal delivery. Customer's blood glucose was 230 mg/dl. Customer continued to use the pump for insulin therapy.